Event description:
It was reported that the patient had an echocardiogram on (B)(6) 2023 with a left ventricle (lv) size of 4.9 centimeters (cm). On (B)(6) 2024, the lv was 6.4 cm with speed increase from 5300 to 5400 rotations per minute (rpms) on (B)(6) 2024, the lv measured 7cm. On (B)(6) 2024, the patient had worsening heart failure symptoms. Per the left ventricular assist device (lvad) angiogram, there was concern that the patient may have had an inflow graft obstruction. There were no changes in patient condition or anticoagulation status that may have contributed. Log files were submitted to review if there was any evidence of pump malfunction or anything that would support the inflow graft obstruction. The submitted log files appeared normal with no unusual events. The patient was admitted after an echocardiogram was performed that revealed severely dilated left ventricle and review of system in the clinic showed fatigue, shortness of breath, and dyspnea on exertion. Cardiac computed tomography (cta) was also performed, images were not provided. The patient was taken to the operating room for a surgical revision for suspected external outflow graft obstruction (eogo). A pigtail catheter was used to cross the aortic valve and a ventriculography was performed with 30 cubic centimeters (cc) of contrast that demonstrated a little forward flow into the inflow graft and significant mitral regurgitation. On pullback through the aortic valve, no gradient was demonstrated. The outflow graft was then accessed via the aorta and hand-injected with brisk contrast blow back. There was no gradient noted in the outflow graft upon pullback into the aorta. This provided evidence of flow through the vad and possible inflow obstruction. At the end of the procedure, a transparent radial artery band was placed to achieve hemostasis. Following this, the patient was taken to the operating room for a "thoracotomy" to explore the outflow graft occlusion/compression. During the procedure, the right ventricle was injured, and the surgeon was unsuccessful in repairing the injured right ventricle. The patient passed away due to the surgical complication. The death was considered to be therapy related and the device reportedly operated as expected. The device was not explanted, and an autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula and outflow graft obstructions could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported worsening heart failure symptoms and patient outcome could not be conclusively established. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including death, that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.